Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide handle confirms the exterior of the device is damaged with excessive wear usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during a trauma procedure, it was noticed that the following instruments of the trigen¿ intertan¿ instrument set are warped due to wear and tear over past 3 years: lag screw drill sleeve (case-(B)(4)), intertan 3.2mm guiide pin sleeve (case- (B)(4)), lag screw tap (case-(B)(4) ), lag screw driver (case-(B)(4)), compression screw hexdriver (case-(B)(4)), subtroc lag screw driver (case-(B)(4)), 130 rad drill gde drop (case-(B)(4)), unknown trigen instrument (case-(B)(4)), unknown trigen instrument (case-(B)(4) ). The procedure was able to be completed with the same device. Surgery was greater than 30mins delayed. Patient was not harmed.